Event description:
Consumer is alleging an accident with the scooter.

Manufacturer narrative:
The device was evaluated at pride (B)(4). No errors were found with the device. Pride (B)(4) believes this alleged incident to be contributed to user error. Should more information become available, a follow-up report will be submitted.